Manufacturer narrative:
(B)(4). Three days prior to the diagnosis of the peritonitis, the patient began treatment with rocephin (indication, dose, frequency and route not reported). One day later, the patient was hospitalized for an unknown indication and the patient was treated with ¿clont¿ (indication, dose, frequency, and route not reported). The following day, the patient began treatment with ciprofloxacin (indication, dose, frequency, and route not reported). Nine days after the peritonitis diagnosis date, the treatments with rocephin and ciprofloxacin were discontinued. Ten days later, the patient was discharged from the hospital. No further information regarding the outcome of the peritonitis was provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of onset of peritonitis was an unspecified date in (B)(6) 2015. Concomitant products: - the listed drugs were reported as "treatment recommendation" for unspecified medical conditions. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Physioneal therapy was discontinued; however it was not specified if this occurred coincident with this episode of peritonitis. Patient outcome was not reported. No additional information is available.